Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation was confirmed. One unpacked ar-12990 serial/batch number 74830 was received for evaluation. Visual evaluation noted that the top jaw of the instrument was broken off. Signs of wear and tear were noted. No functional testing was performed because of the damage to the instrument. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. Devices become dull with continuous use. This condition does not indicate a device defect. This condition indicates normal wear.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/22/2024, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion jaw broke off. All fragments removed. This occurred during use in a case with no patient effect.